Manufacturer narrative:
(B)(4) is no longer apply to this event so review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not have an infection but drainage on the bandage. No further complications were noted or anticipated.

Manufacturer narrative:
The main device component of the system and other applicable components are: continuation of medical products: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. Patient reported that they had not slept in three days because they were in a lot of pain. Patient also reported that their stomach ache and thinks she was having a flu. It was also reported that the patient was at the hospital for an infusion of white blood cells because the bandage was changed and found it green and was the health care professional thought patient had "(B)(6)" ( (B)(6)). No further complications were noted or anticipated.